Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation : observed, opening on the posterior side assessed as fold flaw opening. Additional observations: ¿crease fold observed on the device. ¿yellow particles observed inside the device. ¿wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.